Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 38 mg/dl). Customer set a pump basal temporary rate and consumed food to address bg. Customer did not know cause of low bg; however, did not believe it was not related to the pump. Although multiple attempts were made by tandem technical support to request pump data upload, customer did not reply.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) on (B)(6)2019 and on(B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. User made frequent food bolus requests without entering current bg and while still having insulin on board (iob). Additionally, user manually increased correction bolus amounts from those recommended by the pump. On (B)(6)2019, user set two 24 hour temporary rates at 80-90% of basal insulin, cancelling both prior to completion. Programmed basal rates ranged from 1.2 to 3 units/hour throughout the day. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Increasing bolus amounts from those recommended by the pump could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue.